Manufacturer narrative:
Concomitant products: product ID 387345, lot # va09fyx, explanted: (B)(6) 2013, product type screening device; product ID 387345, lot # va09fyx, product type screening device. (B)(4).

Event description:
The patient was kicked in the back where the trial leads exited the skin. She was in severe pain. The system was turned off. The next day she was still in pain and went to the ER. The ER doctor would not take out the leads. No neurological deficit or other ¿vss¿ was found. She was discharged from the ER. On (B)(6) 2013, she went to her doctor¿s office to have the leads pulled. There was drainage and oozing from the lead insertion site. There was no redness or fever. She was being treated for possible infection. It was confirmed that there was ¿pus¿ draining from the lead sites. The patient was sent back to the hospital for further testing. The MRI was negative. The wound culture result was unknown. She was still complaining of pain but was doing fine at home. She was being treated for pain and prophylactic antibiotics.